Event description:
Complainant alleged that during biomed testing there was no pacer output available with the device. Complainant indicated that there was no patient involvement in the reported malfunction.